Manufacturer narrative:
Being investigated.

Event description:
The physician claims that the device was implanted in 2007 for a femoral popliteal bypass procedure. During preparation, several rings detached from the external supported structure, posterior to the anastomotic hole section of the graft. The procedure was completed with this device, and the device remained implanted without the rings. It was reported that there were no pt complications, and the pt's condition was reported to be stable. Add'l info received 7 days later: the rings were cut by the physician when the graft was being cut to the required length. The graft remained implanted, since the hospital did not have stock to replace the device. It was reported that the pt is currently doing well. A standard 8mm tunneler was used for the procedure.